Event description:
Same case as MDR ID# 2134265-2013-03404 and 2134265-2013-03406. It was reported that during a percutaneous coronary intervention, the mdu was not able to perform pullback. Vascular access was obtained via a femoral approach. The target lesion was in the left anterior descending artery. The ilab instl basic system 120v motor drive unit (mdu) was used in conjunction with the coronary catheter intended to visualize the lesion. It was noted that during the procedure the mdu was not able to performed pullback. The procedure was completed with a different mdu. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacture: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).